Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. To address the condition, the service engineer replaced the graphic user interface keyboard. The service engineer updated the software. The ventilator passed self-tests.

Event description:
The customer reported that the 840 ventilator's keyboard was unresponsive. The ventilator was not on a patient at the time of the event.